Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was in pain after the patient's healthcare provider (hcp) cathed the patient to check on residuals. There was no allegation that the therapy was causing retention and in a second call the consumer indicated that the patient's symptoms were worse since the start to the trial in that the patient was now getting up 3-4 times a night to got to the bathroom. In a final call from the consumer the patient indicated that their urethra was hurting and that the patient felt bladder pressure. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was catheterized as a test for pvr w/ stage 1. No device issue occurred. They repeated pvr on (B)(6) and c/o bladder pain, they were recommended to continue elavil/elmim. Patient reported has a history of pbs/ic. It was reported that the issues were not completely resolved, however they were not related to the interstim. No further complications anticipated.